Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. Angina and restenosis are known adverse events as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design.

Event description:
The study index procedure was done on (B)(6) 2008 to treat the mid left anterior descending (lad). The xience v 2.5 x 28 was deployed without an issue. The lesion was pre-dilated prior to stenting. There were no reported patient effects at the time of the index procedure. However, on (B)(6) 2010 the patient returned with angina (B)(6). Angiography revealed restenosis of the mid lad and revascularization was performed to treat the mid lad with an additional xience v stent. No additional information was provided.